Manufacturer narrative:
The pcu device was not returned for investigation; only the battery was received. The received battery was installed onto an in-house test pcu. The fast battery conditioning within the device maintenance mode was performed on the customer¿s battery in its ¿as-received¿ state. The capacity value displayed at the completion of the fast battery conditioning was 3943 milli-ah; this value suggests that the manual conditioning method should be performed or the battery is to be replaced. The manual battery conditioning test method was performed. The battery capacity was found within the acceptable range. The pcu was placed in a charge state for the recommended 16 hours prior to performing a low battery run time testing. The reported issue that the pcu generated a battery discharged alarm without any prior low battery or very low battery warnings was identified in this returned battery case to be the result of a software issue in which the battery capacity was overestimated and as a result can skip one or both prior low battery warnings before alarming with ¿battery discharged¿. There was recorded evidence within the received battery log that maintenance mode battery conditioning had been performed prior to the customer¿s low battery testing. The battery capacity was not found reset after the battery conditioning as is required per battery conditioning directions. There was recorded evidence within the received battery log that the customer¿s recorded capacity after the battery conditioning was within the range for manual battery conditioning to be performed; however the customer did not perform this action to acquire a more accurate battery capacity as outlined per battery conditioning directions.

Event description:
It was reported that a system error/battery discharged alarm was generated on the pcu, without any prior low battery or very low battery warnings. The battery was less than two years old, and was manually tested by the customer on a pcu while running 2 pump modules. The battery skipped the low alarm and/or very low alarm, and the same issue reoccurred after resetting the battery capacity. Replacing the battery with a new one was the only resolution to mitigate the problem. The customer reported that the instructions in directions were followed while replacing the batteries.